Manufacturer narrative:
Internal complaint # (B)(4). Autonumber: (B)(4). A photographic inspection was conducted based on the pictures received from the client. The pictures show the components in their original packs on top of the device box. The device label is shown on the other picture. The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use with no evidence of blood were observed. The device was returned still in its original package. The box appeared to have been already opened as evidenced by the presence of tears on either side of the box and brown tape on the edge. To inspect the contents, the box was opened. The contents included the canister, tubing set and the accessrail platform, which were still in their original individually sealed pack. It was observed that the stabilizer was missing from the box. No visual defects were observed on the components received. Based on the returned condition of the device and the evaluation results, the reported failure component missing was confirmed. The shop floor paperwork (DHR) was reviewed. All the test results meet the specifications and requirements. There were no non-conformities observed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, acrobat-I stabilizer was opened out of the box and it was discovered that the stabilizer component was missing. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, acrobat-I stabilizer was opened out of the box and it was discovered that the stabilizer component was missing. A replacement device was used to complete the procedure. The hospital did not report any patient effects.